Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/v 4.10e. Pump passed the displacement test. Pump received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails, cracked keypad overlay and missing display window cover. The p-cap locks into the reservoir compartment properly noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.